Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to establish communication between her ipg and her external devices. The sjm representative met with the patient and was also unable to establish communication between the patient's ipg and multiple external devices. The patient last recharged the device approximately 1 month ago. However, it was noted the patient would usually recharge every 2 weeks. Subsequently, the patient may undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention where the ipg was explanted and replaced. The patient reported effective therapy postoperative. Surgical intervention resolved the reported issue.